Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent stenting of the mid lad (pre-dilated) with a xience v stent. In early 2009, the patient was hospitalized for facial pain radiating to the left chest and angina. Admitting diagnosis was acute coronary syndrome. The cardiac enzymes and EKG were negative. The patient was discharged home the following day. Eight days later, the patient was re-hospitalized for left chest pain described as pressure. Admitting diagnosis was acute coronary syndrome, positive troponin level, and non-q wave mi. A diagnostic angiogram revealed 50% stenosis within the mid vessel stented segment. The patient was treated with percutaneous coronary intervention to the target vessel. There is no additional event or patient information available.